Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, a harmonic device was inserted and removed through the device without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. In addition, the device was functionally leak tested and passed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the seal was broken. The surgeon had difficulty in taking the harmonic scalpel out of the cannula and 'pulled the scalpel'. Another device was used to complete the procedure. There were no adverse consequences for the patient.